Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 syringe of juvéderm volbella® xc. A few months later, the patient received sculptra in the cheeks. About 3-4 weeks later, the patient experienced ¿granuloma/nodules¿ in the lips. That day, the patient was treated with kenalog. Nine days later, the patient was treated with 5fu, zyrtec daily, minocycline po x 2 weeks, benadryl po qhs, and a medrol dosepak po (7 day). That month, an autoimmune workup and allergy test were performed, which resulted in negative. Four weeks later, the patient was treated with hyaluronidase. The event is ongoing.